Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with intermittent undersensing during non-sustained tachycardia episodes and far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally disclosed by the clinic that the patient was admitted to the hospital. Subsequently, the patient died after dis charge from the hospital. The cause of death was unknown.